Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers received; patient underwent a revision to address pain, metallosis, elevated metal ions. Medical records received; patient had revision completed for pain, metallosis, trunnionosis, and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
On (B)(6) 2015 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported metallosis, "brownish grey brown viscous fluid" encountered, metallosis-stained synovium, trunnionosis, significant area of osteolysis down along anterior inferior quadrant of acetabulum that seemed to corresponds with one of the acetabular peg components which was scooped out all of the metallosis debris. No component information provided. The complaint was updated on: dec 30, 2015. Update - 05/11/2016. Litigation papers received; asr product. Patient underwent a revision to address pain, metallosis, elevated metal ions. Doi and product stickers received. Complaint return to investigation to (B)(4). The complaint was updated on: may 31, 2016.